Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The product support engineer provided service manual reference and part number for the flow sensor assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failing o2 flow accuracy at 10 and 140 lpm rates. There was no patient involvement.